Manufacturer narrative:
Terumo has rec'd the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, the centrifugal pump retained air. The pump was subsequently de-aired, but the problem persisted until the unit was changed out. No pt involvement as this occurred during prime. The product was changed out. Surgery was completed successfully.